Manufacturer narrative:
Description of evaluation concerning possible root causes/causative factors and conclusion: the corresponding author was requested to provide additional information to the incidents reported within the literature. Also serial numbers of the implanted devices, dates of procedures and onset dates of the events have been requested. Further more patients outcome and dicom imaging dataset have been asked to be shared with gore for evaluation. The corresponding author responded that "no specific data can be given due to the nature of the study". A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Based on the literature review and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of these incidents and assign root causes. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak. Endoprosthesis: component migration.

Event description:
The following literature publication was reviewed: reyes valdivia, a., chaudhuri, a., milner, r., pratesi, g., reijnen, m.m., tinelli, g., schuurmann, r., barbante, m., babrowski, t.a., pitoulias, g. And tshomba, y., 2022. Endovascular aortic repair with endoanchors demonstrate good mid-term outcomes in physician-initiated multicenter analysis¿the peru registry. Vascular, 30(1), pp.27-37. The literature article is a multi-center study of endovascular aneurysm repair (evar) patients treated with heli-fx¿ endoanchor¿ system (medtronic) to prevent the development of type ia endoleaks or to treat existing migration, type ia endoleak or type ia endoleak due to migration. Out of 221 enrolled patients, 28 were treated with gore® excluder® aaa endoprostheses. Twenty of these patients were treated with endoanchors intraoperatively and 8 were treated during reintervention procedures. The reasons for treatment with endoanchors during reinterventions were not broken down by evar graft. The 8 patients treated with gore® devices required reinterventions due to either a type ia endoleaks and/or device migration of unknown amount.

Manufacturer narrative:
The following literature publication was reviewed: reyes valdivia, a., chaudhuri, a., milner, r., pratesi, g., reijnen, m.m., tinelli, g., schuurmann, r., barbante, m., babrowski, t.a., pitoulias, g. And tshomba, y., 2022. Endovascular aortic repair with endoanchors demonstrate good mid-term outcomes in physician-initiated multicenter analysis¿the peru registry. Vascular, 30(1), pp.27-37. A1: no patient identified was been provided within the literature. Therefore the w. L. Gore reference number was used instead. B3: the date the event occurred remains unknown. Therefore the date first published online was used. D6a: the exact implant date remains unknown. Therefore (B)(6) 2003 was used as a best estimate. D10: balloon expandable covered stent of unknown make or model. H6-code b13: the author was requested to provide additional information to the incidents reported within the case report. Also serial numbers of the implanted devices, dates of procedures and onset dates of the events have been requested. Further more dicom imaging dataset have been asked to be shared with gore for evaluation. The answer is pending. H3- other: the actual device involved in the adverse event is not readily accessible for testing as it remains implanted in patient. First published online february 10, 2021. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.